Event description:
It was reported that on (B)(4) 2013, customer received a call for an unwitnessed cardiac arrest. Patient was found behind a business address. The duration of time that the patient was down is unknown. Manual CPR was performed prior to arrival of ems and continued before the autopulse was deployed and during active operation. Complainant alleged that the autopulse resuscitation system performed 2-3 compressions and then stopped and displayed a user advisory ua 17 (max motor on time exceeded during active operation) message. Customer indicated that the compressions sounded very rough. Manual CPR was performed after the autopulse stopped performing compressions. Rosc (return of spontaneous circulation) was not achieved. After the call, the customer tested the autopulse with a new lifeband on a mannequin and the same issue persisted. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform experiencing user advisory 17 (max motor on time exceeded during active operation) was confirmed. A review of the archive did not show the fault occurring on the reported event date of (B)(6) 2013, however the fault did occur multiple times including on the latest date of occurrence of (B)(6) 2013.